Event description:
It was reported to boston scientific corporation that a truetome jag 44 device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was difficulty advancing the guidewire through the device and when current was applied, the tip was torn and the cutting wire broke. Nothing detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted the tip was damage, the cutting wire was bent and the working length was bent and twisted. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was not confirmed. According to the device analysis, the cutting wire was not broken and the working length was not torn. Additionally, the tip of the device was found damaged, the exposed cutting wire bent, and the working length bent and twisted. The factors that may have contributed to the observed damage include, the technique used by the physician, the patient anatomy, or the device interaction with the scope. Based on the review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was difficulty advancing the guidewire through the device and when current was applied, the tip was torn and the cutting wire broke. Nothing detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.